Event description:
It was reported a couple days post implant, the physician was unclear as to what was causing the drop in sensing in the right ventricular lead. It was also reported that there may have been placement difficulty. The physician elected to change the lead believing tissue may be caught in the screw mechanism. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): event summary for (B)(4): the lead was returned and analyzed. No anomalies were found. It was noted that there was blood on the distal end, helix was bent and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4076-52 implantable pacing lead 2012 (B)(6).